Event description:
The user facility reported that after the angio-seal was deployed, the patient went to post-op and bleeding was visible from the puncture site. Type of procedure performed was a neuro cath procedure. The event occurred post-operative. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention

Manufacturer narrative:
A4: weight: 66.2kg d6b: explanted date: device was not explanted the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section b1, b2, provide additional information to section b5, d4, update section h4, h6 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential pseudoaneurysm after deployment of the angio-seal device. The exact root cause was unable to be determined. The likely cause was determined to have been damage to the vessel or tissue during the operation resulting in a pseudoaneurysm post-operatively. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was received on 11 nov 2023: there were no problems post procedure. An 8 fr sheath was used. The angio-seal deployed; no additional pressure was required. Pre-deployment angiogram done. No difficulty with entry or exit. Patient was stable leaving the cath lab. Returned (B)(6) 2023 patient returned with groin swelling pseudoaneurysm on ultrasound. No treatment required. Idiopathic & hypertensive with an aneurysm on the right 1cm.